Event description:
Same case as MFR report #: 2134265-2012-02457. It was reported that during a stenting treatment procedure, stent thrombosis occurred. The lesion was located in the bifurcation of the left anterior descending (lad) artery and the diagonal branch. There was no vessel calcification or vessel tortuousity. A 2.25x16mm promus element plus stent was deployed in the lad and a 2.25x20mm promus element plus stent was deployed in the diagonal branch. The patient then began to thrombose. Treatment utilized multiple post dilations; two inflations with a 2.0x12mm apex balloon, two inflations with a 1.5x8.0mm apex balloon, and dilations with a 2.0x15mm apex, 2.x20mm apex, 2.5x15mm quantum apex and 2.25x8.0mm quantum balloon. The patient was transferred to another facility. The patient outcome is unknown.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was further reported that the patient presented with an acute myocardial infarction. The target lesion was 100% stenosed with thrombus. Pre-dilation was performed. Treatment did not include a thrombectomy. A kissing balloon technique was used to place the stents, but the lad artery would not stay open so the patient was discharged to another facility in stable condition. The physician felt the cause of thrombosis was related the patients allergic reaction to integrilin. The patient almost died in the past from receiving integrilin. The patient was discharged in stable condition from the other facility.

Manufacturer narrative:
Describe event or problem: updated & corrected no vessel calcification or tortuousity to moderately calcified and mildly tortuous. (B)(4).